Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator, 2012 (B)(6); 5076 implantable pacing lead, 2012 (B)(6); (B)(4).

Event description:
It was reported that there were twenty ventricular t-wave oversensing episodes noted on the remote transmission. The t-wave oversensing discrimination successfully withheld therapy. The lead is still in use. No patient complications have been reported as a result of this event.